Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2014 with the following findings: the keypad cover was found to be cut and torn between the down arrow and up arrow buttons. The complaint that the up arrow and down arrow keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.